Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After discovering the issue, the customer manually programmed patient samples with no accession numbers and entered the results manually into the laboratory information system (lis). Ccc worked with regional support center to check the "purge sample and omit pending sample" mispl rule. They manually deleted records and changed the setting from "omit pending" to "omit pending to review" any record greater than six days. The customer was notified of the changes and the issue was resolved by modifying the purge rule. The cause of the incorrect tests run on patient samples was due to the customer re-using old accession numbers and a configuration issue of the purge rule. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Incorrect patient information crossed over from centralink data management system to a dimension exl instrument, causing incorrect tests to run on several patients. The results were not reported to the physician(s). The customer was re-using accession numbers, which resulted in tests ordered for previous patients with a matching accession number to be applied on new patient samples with the same accession number. There are no reports of patient intervention or adverse health consequences due to incorrect tests run on patient samples.